Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Pt. Did not release product.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 13-feb-2015. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause determined. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient had a bipolar hip in that dislocated. Surgeon removed the bipolar and replaced with a constrained liner.

Event description:
Patient had a bipolar hip in that dislocated. Surgeon removed the bipolar and replaced with a constrained liner